Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, while stapling the renal artery and vein, multiple staples did not secure form and there was blood loss. The distal staple line was also incomplete, which was fixed by clipping over the staple line. There was no patient injury.